Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 16756617.

Event description:
It was reported that the patient was experiencing discomfort around the pain area. The patient underwent a system explant procedure. The explanted devices will not be returned, as they were discarded by the medical facility.